Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. Another error alarm was also confirmed in the history file. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarms. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump alarmed motor error again while rewinding, to zero out the basal while troubleshooting. Customer's blood glucose level was 126 mg/dl. The customer was not able to complete the rewind and manual prime. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.